Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. As per the clinical information provided, the dissection was observed after implant during flouroscopy which was due to the patients anatomy. Therefore, the root cause of the vascular damage issue was patient condition related to patient anatomy. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ b.1 and b.2 revised as selections were inadvertently omitted from initial manufacturer device report number 1220648-2025-25546. D.4 revised catalog number as it was inadvertently omitted from initial manufacturer device report number 1220648-2025-25546. D.6a and d.6b revised as dates were inadvertently omitted from initial manufacturer device report number 1220648-2025-25546. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25546as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 4627 was added as it was inadvertently omitted from initial manufacturer device report number 1220648-2025-25546. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted manufacturer device report number 1220648-2025-25546 and were added.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported post left heart catheterization (lhc) three days prior, the patient returned to the hospital catheterization lab for the second lhc with atherectomy and stent to distal left main and proximal left anterior descending arteries with impella assistance. However. During the protected percutaneous coronary intervention, a dissection occurred. The physician obtained right femoral artery access, dilated up, and then placed the peel-away sheath. As the physician was working to insert the impella cp, the femoral artery was showed on fluoroscopy and it realized the femoral artery was dissecting. The physician removed all devices, applied manual pressure, utilized perclose (already placed), and then placed a femostop to address the dissection. Consequently, the case was aborted due to anatomy complications and femoral artery dissection. The patient was reported to be stable following the event.